Event description:
It was reported via phone call that the customer received no delivery alarm throughout the night. Customer stated that she would resume and then the alarm would occur again. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer was advised to do a complete set change as soon as possible. Customer's blood glucose reading at the time of the incident was noted to be around 150 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.